Manufacturer narrative:
The arjo representative has been informed about an event involving maxi move passive floor lift. It was reported that while the resident was transferred from the bed and lowered on the wheelchair, the lift suddenly started to tip over. The caregiver started to stabilize the lift to avoid lift from tipping on the ground. As a consequence of the event, the lift hit caregiver' s head, as treatment bandage was provided. There was no more information regarding injuries released by the customer to arjo representative. After the event, the device was inspected by arjo service technician. The visual inspection showed that mast was slightly loose and the cover was partially open. The functional test revealed that the device was working according to the manufacturer specification. The service technician provided information that there was no device malfunction found which could lead to lift tipping. During the visit, the customer discussed with arjo service technician proper technique of patient transfer. Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during the design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. The factor as the stability inherent to the design of the device at the time of use was not considered as a contributing factor to the event. Based on previous investigations, the following factors are considered to be possible causes of lift tipping: a) applying the chassis brakes while attempting to move the device. According to the service technician, castor brakes were not applied but the chassis legs were open. B) using other than maneuvering handle parts of the device to move it, for example, the mast, the jib, the spreader bar or the patient. The two caregivers attempted to transfer the patient. The caregivers said that one of them grab the handle the second caregiver was holding the sling. C) pushing the device directly on the obstructions on the floor. There was no obstruction. D) pushing or pulling the device sideway instead of the front direction, the lift was facing sideways when they attempted the transfer. E) malfunctions of the lift or the sling. Device evaluation did not reveal any device malfunction. Taking into account all the facts and information collected in a course of this investigation, the hypothesis related to the device malfunction could be ruled out, as the lift was inspected by arjo representative and no device malfunction was found. Based on the provided information we can assume that the caregivers were pulling the sling sideways what led to device tipping. The maxi move operating and product care instructions (krx21030.gb) warn and inform the user: "do not attempt to move the jib by pulling or pushing on the mast. The jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the maneuvering handle when displacing the lift." Looking at the incident scenario it has been established that passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device tipping over. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip and in this regard, the floor lift did not meet its performance specification. No adverse event occurred.

Manufacturer narrative:
Colleting information is ongoing, additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Collecting information is ongoing. The additional information will be provided upon investigation conclusion.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon investigation conclusion.

Event description:
It was reported to arjo representative that during patient transfer the device started to tipover. As a consequence the lift hit caregiver head.